Event description:
Pt was positioned at upright bucky for a pa chest x-ray. Tried to make exposure, it took a long time to expose, when the console finally beeped (to indicate exposure made) the monitor said that it was waiting for raw image. Image never came across.